Event description:
A malfunction was reported on the pump after it was accidentally wet by the customer, causing the customer¿s blood glucose level to display "high." The customer managed the situation by administering a correction injection via multiple daily injections, without requiring third-party assistance. Although the malfunction was not reset within the last 24 hours, it was noted that the customer experienced at least three occurrences of the same issue previously. Technical support decided to replace the pump, despite it being out of warranty, but the customer declined interest in obtaining an out-of-warranty loaner pump and chose to continue using the current pump to maintain insulin delivery.